Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has internal leak on the return side of the device by the electrical controls. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Device received in good condition, normal wear. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, turned on the power switch, and let run 90 minutes. The customer's problem was not duplicated, and user error was suspected. No action taken to repair reported problem as no problem could be duplicated. Performed pm and calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.